Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) had leaked during patient therapy. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one patient control module (pcm) watch for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test was performed on the pcm by submerging the pcm under water for 5 minutes. At the normal operation specification of 25 psi, no signs of leakage were observed on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.